Event description:
It was reported that the customer changed the battery on his insulin pump three times and the insulin pump alarmed failed battery test. The customer's blood glucose was 250 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer did not receive a failed battery test alarm after troubleshooting. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The device was received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.